Manufacturer narrative:
Literature citation: kara, a., et al (2016). Ultrasonic evaluation of the flexor pollicis longus tendon following volar plate fixation for distal radius fractures. Journal of hand surgery ¿ american volume 41, page 374-380. This report is for an unknown plate with unknown part and lot numbers. Manufacturer: synthes (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
This report is being filed after the subsequent review of the following journal article: kara, a., et al (2016). Ultrasonic evaluation of the flexor pollicis longus tendon following volar plate fixation for distal radius fractures. Journal of hand surgery - american volume 41, page 374-380. [(B)(6)] this was retrospective review of a study performed between january 2011 - september 2013 on patients with intra-articular communicated distal radius fractures. The purpose of the study was to evaluate with ultrasound the thickness of the flexor pollicis longus (fpl) tendon and its relationship to the volar locking plate after the fixation of distal radius fractures. Patients were treated with 2.4mm variable angle lcp volar rim distal radius plate (synthes). The initial study population included 38 patients. Eleven patients excluded for post-operative values that were statistically different than the intact wrist (radial inclinations, palmer tilt, and radial length); the authors did not clearly specify complications for these 11 patients. The final study population included 27 patients with a mean age of 46 years old, ranging 26-69 years; and 17 men. The fracture types were type c2 and c3 with mean follow-up times of 12.5 months, ranging 9-18 months. Complications reported: tenosynovitis (n=26): 13 were symptomatic with mobile, palpable swelling on the plamar surface of the wrist and pain and weakness during thumb movement; 5 of these patients had severe tenosynovitis and partial rupture of fpl tendon; 13 had plates removed this report is for an unknown 2.4mm variable angle lcp volar rim distal radius plate with an unknown part number, lot number and quantity. A copy of the literature article is being submitted with this medwatch. This is report #1 of #2 for (B)(4).